Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. The other devices involved in the event are as follows: model: 105-7100-080 / lot: 8990684 / dom: 07/21/2010 / exp: 04/30/2013 (qty 4). Model: 105-7100-080 / lot: 9387299 / dom: 12/13/2010 / exp: 11/30/2013 (qty 2). (B)(4).

Event description:
Information received from the (B)(4) study. Treatment of a 5.0cm arteriovenous malformation (avm) located in the deep part of the left cerebellum, eloquent area, hemorrhagic region. The patient was first treated with seven onyx 18 and six onyx 34 on (B)(6) 2011. As a result, the patient developed an old cerebral infarction and suffered from ataxia of the left arm/leg and paralysis. The physician commented that the symptoms were caused by feeder occlusion. The patient had thrombopenia the next day and the physician stated that this was due to the use of heparin. It was reported that the thrombopenia resolved naturally, but the patient still had the old infarction on the right cerebellum, mild cerebellar ataxia, and paralysis on her 12 month follow-up.